Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their unicel dxc 660i synchron access clinical system had liquid in the black drip tray positioned above the reagent carousel and liquid was observed on multiple upper and lower wheel reagent packs. The customer also found liquid in the reaction wheel evaporation cover. The leak was contained. Upon review of customer supplied data, bec found only one erroneous result which was for bun (blood urea nitrogen). The erroneous result was 4 mg/dl and the corrected result was 14 mg/dl. The erroneous result was not reported outside the laboratory and there was no affect to patient.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting with the customer over the phone but the issue was not resolved and a service visit was set up. A field service engineer (fse) went on-site and noted that the wire/pin had come out the back of the collar wash valve electrical connector. Fse repaired this by spreading the holding tabs on the pin and reinserting it into the connector. Fse suspected that the pin had worked itself out over time. The cause of the leak was a disconnected vacuum (collar wash) valve electrical connector.